Manufacturer narrative:
The bedside monitor is experiencing communication loss with the cns (central nursing station). The customer was advised to use to a new network interface card which resolved the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The bedside monitor is experiencing communication loss with the cns (central nursing station).